Manufacturer narrative:
A maquet field service technician evaluated the device and found a broken spring arm. He replaced the damaged spring arm with a new one and returned the device to service. This customer in (B)(6) received the field safety notice issued by maquet (B)(4) in (B)(6) 2010, but did not follow the recommendations from maquet to verify the weld seams and replace the arm in case of cracked weld seam detected. This device is not under preventive maintenance with maquet. This malfunction was previously addressed in the u.s. Through the device correction noted.

Event description:
While the nurse was manipulating the device at the beginning of a surgery, the spring arm broke and the cupola fell to the floor. No injuries were reported. Factory ref no.: (B)(4).